Event description:
During a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion being treated was located in the 70-80% stenosed mid circumflex (cx). The vessel diameter was reported as 3.0 mm. The vessel was not pre-dilated. The physician used a 6f jl4 guide and a bmw wire. He first implanted a cypher 3.0 x 23 mm stent in a lesion in the proximal lad. The physician then attempted to implant a taxus express2 3.00 x 32 mm drug eluting stent in the mid cx, but had difficulty delivering the stent. The stent jammed in the guiding catheter. The physician went to pull out of the stent delivery system but the shaft was broken in the guiding catheter. The stent delivery system had to be removed together with the bmw wire. The physician then used another bmw wire and delivered another taxus express2 3.0 x 32 mm stent to the mid cx and successfully completed the procedure. No pt complications were reported. The pt's condition is reported as good.